Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a maxforce tts balloon dilatation catheter was to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 20112. According to the complainant, when removing the device from the packaging, it was observed that the distal tip of the balloon was bent. The device was never inflated or attempted to be used in the patient. The procedure was completed with another maxforce tts balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years. The reported event of distal tip bent. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.